Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was selected for implant using a 10f amplatzer trevisio delivery system. During deployment, the occluder deformed with a cobra shape. There was no interaction with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and removed. A new 26mm amplatzer septal occluder was successfully implanted. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. Information from filed indicated that there was no interaction with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Please note that per the instructions for use, the recommended size delivery system for use with a 24 mm septal occluder is an 9f. A 10f delivery system was used to deliver the device. Three images from field appeared to show distal disc of occluder device deployed in cobra shape when partially deployed through loader outside patient. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device